Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 99 mg/dl and 423 mg/dl. No actions taken based on device results. No adverse event reported. Customer was uncertain whether the strips used with the discrepant results were valid or expired. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.